Event description:
It was reported that during the implant procedure, the lead helix appeared to be stuck and the stylet was unable to be advanced. The lead was not used, and another lead was used to complete the procedure. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the full lead was returned, analyzed, and the distal conductor of the lead was extrinsically over-rotated. The distal lv (low voltage) electrode of the lead was covered in blood and in body tissue/fibrotic growth. Visual summary analysis of the lead indicated damage at implant. (B)(4).